Event description:
This is a spontaneous case report received from a lawyer on behalf of a plaintiff in united states on 25-oct-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. She reported that her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. In (B)(6) 2013, she was hospitalized for several days due to her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report received from a lawyer refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain / chronic pelvic pain, discomfort, abdominal pain and pain during intercourse. All serious events due to hospitalization reported and anticipated according essure reference safety information. In this present case, around 1 year after insertion consumer presented pelvic pain, discomfort, abdominal pain and dyspareunia and was hospitalized for several days due to these symptoms. Given events' nature and positive temporal relationship causality cannot be excluded. This case was regarded as incident, since hospitalization was required due to an event related to essure. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report received from a lawyer refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain / chronic pelvic pain, discomfort, abdominal pain and pain during intercourse. All serious events due to hospitalization reported and anticipated according essure reference safety information. In this present case, around 1 year after insertion consumer presented pelvic pain, discomfort, abdominal pain and dyspareunia and was hospitalized for several days due to these symptoms. Given events' nature and positive temporal relationship causality cannot be excluded. This case was regarded as incident, since hospitalization was required due to an event related to essure. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), discomfort ('discomfort'), abdominal pain ('abdominal pain') and dyspareunia ('pain during intercourse') in a 36-year-old female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), discomfort (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization) and dyspareunia (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2012 and then on (B)(6) 2013. At the time of the report, the pelvic pain, discomfort, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, discomfort, dyspareunia and pelvic pain to be related to essure. The reporter commented: she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-apr-2021: real fu was received and there was no significant change in the medical context of case. Mr received. Concurrent condition and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.